Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch# for second anchor 1221934-2016-10031. (B)(4). The lot expiration date is not available.

Event description:
The sales rep reported that during a shoulder repair that the inserter on the customer's bioknotless plus anchor with orthocord broke off inside the implant. The sales rep reported that he was not sure if the inserter was flush with the anchor but that the anchor completely contained within the bone. Nothing was left proud. This happened twice in the same case with the same type of implants. The surgeon prepped the whole with the 2.9 drill and the t handle. The surgeon completed the procedure with the anchors left securely within the bone. There were no patient consequences reported. The sales rep sated the patient was (B)(6) with average bone quality. The sales rep confirmed no additional anchors were needed to secure the fixation. The sales rep reported that the surgeon is very experienced with this product and was not off-axis.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field (B)(4).